Event description:
A report was received that the patient had charging issues. The patient's ipg would move, and this caused discomfort. The patient underwent a procedure wherein the ipg was replaced due to its inability to hold a charge; leads were noted to have high impedance and were replaced as well. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-70, serial/lot #: (B)(4), description: scs 70cm iii lead. Model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70cm. Model #: sc-3108-35, serial/lot #: (B)(4), description: scs lead extension kit sterile package. Model #: sc-3138-35, serial/lot #: (B)(4), description: scs phiii ext 35cm. Model #: sc-3138-25, serial/lot #: (B)(4), description: phase iii lead extension - 25 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.